Event description:
Fire department was called due to low blood glucose but customer was not taken to the hospital. Customer reported low blood glucoses. Troubleshooting performed. Checked programming. Insulin concentration, basal rates/times, bolus history. Programming is correct.